Manufacturer narrative:
(B)(4). At this time the device has not been returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device declared the fault code 1003. A save to disk was sent for review. A review of the data noted that the low voltage fault was detected and appropriate. No other suspicious faults or resets were stored in the device memory. A device replacement was discussed. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
(B)(4). Should additional information become available this investigation will be updated.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.